Manufacturer narrative:
It was noted that the device is not available for evaluation. A review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's hip was revised due to a femoral periprosthetic fracture sustained in a fall. Patient's stem, head and liner were revised to a restoration modular stem construct, 22.2 +0 metal head, and an adm/ mdm liner construct along with 7 cable and sleeve sets. Rep provided an explant picture and revision implant sheet and reported that no further information is available.